Event description:
During a laparoscopic bypass procedure, the stapler fired but only one staple line was complete. Another device was opened. The physician had to suture manually. There was no reported pt consequence.